Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
In (B)(6) of 2007, I had my left knee replaced. Around (B)(6) of 2017 I began to experience uncomfortable dull pain in that left knee. I was not sure what was causing it and thought it would eventually go away. The pain did not go away and it began to bother me to the point that I was limping. In (B)(6) of 2017 I went to my doctor and had an x ray done and it was found that my stryker knee replacement had a hairline crack in it, which was what was causing this pain. My doctor scheduled me for surgery about 7 days later. Once again I had to have the knee replacement. This recovery was painful, as was the first one. A hairline crack should not have happened in this replacement and because of it caused me to have to go back through 6-8 of intense therapy and be uncomfortable all over again.